Event description:
A customer contacted beckman coulter inc (bec) reporting a probe wipe leaking bloody fluid when cycling in the manual mode on their coulter lh 500 hematology analyzer. The volume was less than 1ml. There is an exposure plan in place at the facility. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and found the leak at the probe wash block. Fse determined there was a plug in the wash block vacuum port. The vacuum was not being applied to the rinse block as a result of a plug. The plug was dried blood and diluent. Fse cleared the plug in the wash block vacuum port which resolved the issue. The cause of the leak was blockage in the probe wash block vacuum port. (B)(4).